Event description:
It was reported that during testing the cassette sensor was found defective. There was no patient involvement/harm reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. A functional test was performed and the reported issue was not duplicated. The probable cause of the reported issue was due to a defective disposable being used. The service history review had no indication that the complaint was related to a service of the device within the review period.